Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to the state of the returned sample. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the distal end of a nitinol guidewire. The proximal end of the coiled portion of the guidewire was circled in red; however, no damage could be discerned on the sample in the returned photograph. No obvious evidence of use was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported before inserting the PICC into the patient, open the PICC catheter packaging and inspect the catheter for any issues. After inserting the catheter into the patient, when withdrawing the guidewire from the catheter, significant resistance was encountered. The catheterization technician then withdrew the catheter and guidewire as a single unit. The guidewire tip was found to be deformed, with fibrous material adhering to it. The catheter was rendered unusable. A new PICC catheter package was opened for the patient's catheterization. It was reported this occurred with two devices. This report addresses both devices.